Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri implantitis & infection. Pt was seen for his po on (B)(6) 2020 and it was noted patient was not keeping the encode clean and the tissue was red and irritated. Went over proper care again with patient and had him return on (B)(6) 2020 for a follow up. Pt stated at this appt the area was sore at this appointment and we scheduled him the next day for removal. Per indicated: surgical/medical intervention required for permanent damage: yes, implant removal. Additional appointment required: yes, 3-6 months for implant replacement. Symptoms as a result of the event: pain.